Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that two stents were not visible under fluoroscopy. A 16x120x100 vici self expanding stent and a 14x90x100 vici self expanding stent were selected for a venous iliac stenting procedure. The patient was lying in the prone position and the access point was the left popliteal vein. During the procedure, the physician wanted to land the distal aspect of the 16x120x100 vici self expanding stent right at the confluence. The physician began deployment and was having a difficult time seeing the ro marker and could not see the stent struts at all. Deployment was stopped and instead of using fluoroscopy, the physician used cine acquisition to see the device better. While using cine, it was noted that the stent was 50% deployed in the patient's inferior vena cava (ivc). The stent was pulled down to the proper position and deployment was completed in the left common iliac vein. A 14x90x100 vici self expanding stent was used and the same issues occurred. Cine acquisition was used throughout deployment to make sure the stent was placed in the correct location. The stent was placed in the patient's left external iliac, extending down into the left common femoral. After both stents were deployed, post dilatation was done with a non-bsc balloon catheter. It was confirmed that the stents were apposed to the vessel using ivus. A post procedural angiogram was performed and the end result was great. There were no patient complications and the patient was stable post procedure.